Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 12/1/2017. Device returned to manufacturer? Yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed that lens returned was cut in three pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residue of lubricant material and material which looked like body fluids were also observed on lens pieces. Both haptics were observed damaged/distorted. The complaint issue reported could not be verified. Manufacturing record review: manufacturing records were reviewed. The units were manufactured and released according specification. A search complaints revealed no additional investigation requests for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 24.5 diopter intraocular lens (iol) would not sit properly in the capsular bag during implantation. The lens was removed and the patient was sent home aphakic as the patient's anatomy could not handle the replacement lens. Sutures were required. The patient came back for a secondary procedure and had a sulcus iol implanted. No additional information was provided.